Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found cut pinch tubing at pinch valve vl12b (wbc bath drain to hgb cuvette). The pinch tubing through vl12b was replaced to resolve the leak.

Event description:
The customer reported their lh750 instrument leaked less than 10 ml from the right side of the baths contained within the instrument. No erroneous results were generated in connection with the reported event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.